Manufacturer narrative:
The reported device was returned assembled to an impactor bolt. The bolt and the shell could not be disassembled by hand. No additional damage was observed. Review of the device history records indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint databased indicated that there have been no other events for the lot referenced. This event is related similar reported events where the impactor bolt cannot be dissociated from the associated shell. (B)(4) was raised to further investigate these events. The preliminary investigation shows these events are associated with a wide variety of shells. Therefore, the shells are considered concomitant.

Event description:
The surgeon impacted tritanium cup with the impactor. Though the surgeon tried to release the impactor from the cup, it was stuck on the cup. Both of the impactor and the cup were taken off from acetabular because the surgeon turned the impactor forcefully. The surgery was successfully completed with another product. .

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon impacted titanium cup with the impactor. Though the surgeon tried to release the impactor from the cup, it was stuck on the cup. Both of the impactor and the cup were taken off from acetabular because the surgeon turned the impactor forcefully. The surgery was successfully completed with another product. .